Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed sore and raw skin underneath all of the electrodes. The patient's doctor recommended applying aloe vera on the skin irritation. Follow-up indicated that the condition had not changed but the patient was still under doctor care.